Event description:
The manufacturer was informed that two separate patients could have received possible bacterial infections (not specified) after the scope had been used on the patients. The patients treatments included IV and antibiotics. Both were being hospitalized as tracheostomy patients. There was another patient that the scope was used on as well during this period but no infection has been reported to date. The procedures were completed with the same equipment with no malfunction reported. The scope was not cultured or sterilized as they were cleaned and high level disinfected (hld) in their automated endoscope reprocessing (aer) machine and were returned for a service/evaluation. This is report 1 of 2.